Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.5x20mm maverick balloon catheter was advanced for dilatation. However, when the balloon entered the catheter, it was noted that the balloon catheter was fractured. Both devices were removed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.5x20mm maverick balloon catheter was advanced for dilatation. However, when the balloon entered the catheter, it was noted that the balloon catheter was fractured. Both devices were removed. No patient complications were reported. It was further reported that the device was completely removed.

Manufacturer narrative:
Describe event or problem, initial reporter first name and initial reporter last name updated.